Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a revascularization infarction-heart surgery in dissection of the mammary artery procedure, the clipper was with misaligned jaws, it formed crossed clips. Prolene was used to repair to complete the procedure. There were no adverse consequences for the patient.